Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported healthcare professional confirmed left rupture, pain, nodule, and cysts. Device remains implanted.